Manufacturer narrative:
H.10. Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: on 07-feb-2018, field service engineer (fse) was at customer's site to address the reported event. Fse found syringe assembly intermittently stalling during runs. Fse performed prime and quality control (qc) runs successfully without further errors. The g8 instrument was performing within specifications after completing the repair. No further action required by fse. A 13 month complaint history review and service history review for similar complaints was performed for the serial number 14114109 from 07-jan-2017 through aware date 07-feb-2018. There were two (2) similar complaints identified during the searched period, which includes this event. Sample needle the g8 service manual under chapter 8 - troubleshooting, indicates that when a movement problem with the large syringe or a syringe-l error occurs, one of the causes could be due to sampling needle blockage and a sample needle replacement is recommended. 706 syringe-l the g8 operator's manual under chapter 6 - troubleshooting, indicates that 706 syringe-l error message is generated when an operation error occurs with the syringe-l. The operator is instructed to inspect the syringe-l. 708 x1-axis error - error message is generated when an operation error occurs with x1-axis. The operator is instructed to inspect the x1 axis and execute sample loader rotate the most probable cause of the reported issue was due to failing syringe assembly.

Event description:
On (B)(6) 2018, customer reported getting error messages 706 syringe-l and 708 x1- axis on the g8 instrument. The customer replaced the sample needle and says that the tubing is not caught on anything. Also, customer stated no visible obstruction along the loader and that the rack will error as it begins to rotate. The customer was down and unable to run. A field service engineer (fse) will be dispatched to address the reported event, which resulted in delay in reporting of patient results for hemoglobin a1c (hba1c). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.